Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot communicate with belt) was confirmed. Upon receipt the monitor displayed a service code 204 (belt/monitor unusable) and 105 (pulse test relay stuck), and was unable to communicate with an electrode belt. Upon investigation, u409, q12, q16, and multiple other components on the c/a and defibrillator boards were found to be shorted. Corrosion from liquid contamination was also found on multiple components. The cause of the inability to communicate with an electrode belt and the code 204 was the shorted u409. The cause of the code 105 was the shorted q12 and q16 components. The root cause of the shorted components was unable to be positively identified. The cause of the corrosion was ingress of an unknown liquid. The liquid contamination could not be ruled out as a potential cause of the shorted components. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to communicate with an electrode belt.